Manufacturer narrative:
Initial reporter phone number: (B)(6). The lot was manufactured between july 01, 2020 - july 02, 2020. The actual device was received for evaluation containing fluid in the bladder. Visual inspection was performed and a leak (backflow) at the fillport was observed when the fillport cap was removed. Further inspection on the device revealed the cause of the leak was due to a particle measured to be 3.19 mm in length, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir test. The reported condition was verified. The cause of the particle lodged under the checkband could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage at the fill port. This issue was discovered during filling with 5% dextrose. There was no patient involvement. No additional information is available.